Event description:
It was reported that an ilet user experienced elevated blood glucose readings, with frequent high indicators and a current blood glucose of 143 mg/dl at the time of discussion, following a prior period of high glucose and a meal announcement made while already at the higher end of the normal range. Symptoms included hyperglycemia. Outcomes included no injury, no emergency care, and no hospitalization. Investigation included user coaching on timing meal announcements when glucose is trending lower and hydration prior to eating, and verification that a raw-feeling infusion site was replaced without evidence of leaks or bubbles; the lot number was collected. Investigation of this case revealed that elevated glucose was consistent with meal announcements made at higher glucose and a potentially compromised infusion site that improved after a site change, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.